Manufacturer narrative:
The device was not returned for analysis; however, 51 sterile/unused devices (part# 1000186/lot# 60270791) were returned and 14 were visually and functionally tested without any issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the device was not fully connected resulting in the reported leak; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. An indeflator would not screw properly onto the catheter device, there was a connection issue as the connection screw seemed to turn freely. Another indeflator experienced the same issue. Then a third indeflator was used and able to be connected without issue. At the inflation step (when the balloon was in the anatomy), it was not possible to inflate the balloon as there was no pressure increase. Another indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.